Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/31/2016 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instrument test failed. Articulating arm is damaged, and is no longer stable. Issue resolved. System performed as intended. Return requested. Replacement articulating arm shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported their site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.